Event description:
It was reported, "during surgery last week the unit defaulted to the following settings: 200 cut, 200 coag, 7 bipolar. The surgical staff had not noticed this until after they had activated the machine. The biomed did not have any further information of the event or knowledge of the patient's condition." This is being reported for an event such as this has the potential to cause patient and/or end-user injury if this occurs again.

Manufacturer narrative:
The device in question, the system 2450, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in procedures requiring electrosurgical cutting or coagulation. Per the end-user facility the patient was in for a colonoscopy and polypectomy. The scrub nurse in the procedure activated the esu prior to visually verifying the esu settings. When activated the doctor affected more tissue than he had intended to due to the high settings. The physician had to place a clip as a corrective measure to control the situation he had created. Per the physician there was no immediate injury incurred by the patient and presently the patient remains in good condition. It was also mentioned by the end-user facility that there was a power surge in the facility that day; however, they do not believe that the power surge effected the esu in any way. The actual esu was returned to conmed corporation to be evaluated. The esu powers up normally with no errors. All electrical outputs are within specifications. All hand control and foot control ports are functioning properly. A.r.m. Circuit (aspen return monitor alarm) functions properly. All data meets manufacturing specifications. The reported problem could not be reproduced during any of the performed testing; therefore, this complaint is unconfirmed. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the incident device; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed.